Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid right coronary artery. Pre-dilatation was performed with an unspecified 2.0x12 mm balloon dilatation catheter (bdc) at 14 atmospheres and a 2.5x15 mm bdc at 12 atmospheres. The 2.75x33 mm xience xpedition stent was deployed at 10 atmospheres; however a proximal edge dissection occurred. A 2.5x12 mm xience xpedition stent was used to cover the dissection. The patient is stable and fine. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.